Manufacturer narrative:
Based on the claim against the product by the customer noting a non-recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the site to investigate the reported problem. Upon inspection of the system, the fse reconfigured the blue fiber cables to ensure no loop-back was present. Following this electrical/mechanical adjustment made by the fse, the reported problem was corrected, which indicates that the device likely contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the system experienced a non-recoverable fault 252. Prior to calling, the customer rebooted the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to view the logs due to onsite not being connected. The tse had the customer perform a hard reboot and check the blue fiber cables. The system powered itself on after a hard reboot. The tse viewed the logs noted that the customer had errors 316 and 23. The customer confirmed that the site was not connected to the vision side cart to the simnow. The tse noted the patient side cart was not showing as connected. The procedure was converted to open surgery. Isi attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.